Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-02258, 1627487-2022-02259, and 1627487-2022-02260. It was reported that the patient¿s leads migrated resulting in ineffective stimulation. Surgical intervention may occur on a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6) 2022 resolving the issue.